Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the operational check and the device displays a red x with an intermittent chirp sound. The print out from the operational check test performed on (B)(6) 2017 showed failure errors for the charge button and the shock test button. The customer suggested that the device does not recognize the therapy cable as being plugged in. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.